Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01832. The patient presented to the emergency room after having had a fall which resulted in discomfort at the ipg site. X-rays indicated no anomalies with the ipg, however the leads had migrated two vertebral levels. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2017-01832 , reference MFR. Report: 1627487-2017-02478. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the ipg (device 3) was explanted and replaced. At this time, it is unknown if any intervention was undertaken on the patient's leads.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2017-01832, reference MFR. Report: 1627487-2017-02478. Follow-up identified the pain at the ipg site has resolved. The new ipg was placed in the original pocket. There was no intervention performed on the patient's leads. Effective stimulation was restored post-operatively.